Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified popliteal to left superficial femoral artery. A 5.0 x 100 mm supera stent was being deployed inside a previously placed stent. At the very end of the deployment, the proximal end of the stent could not be deployed. The second lock was unlocked but it still would not deploy. The physician rotated the handle, moved the thumbslide back and forth and locked and unlocked the system for approximately five minutes and the stent finally deployed. The stent had stretched approximately 15%. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device is not returning and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history for the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment difficulty. The stent stretching was likely due to case circumstances. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.